Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a high-pressure alarm during infusion. The programmed volume to be infused had was 100 ml, with a programmed rate of 52 ml/24 hr. A volume of 57.05 ml had been delivered, leaving 43.0 ml remaining. The air detector had been off, and the upstream sensor had also been off. The length of the infusion had been 46 hours, with a lock level of ll2. The error had not been resolved, so the patient was connected to a new pump. The patient had not been medically affected, but the infusion had taken longer than 46 hours to complete.